Manufacturer narrative:
Further information, from the healthcare professional confirms, the affected device as non-allergan.

Event description:
Further information, from the healthcare professional confirms, the affected device as non-allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "deflation/rupture". Device has been explanted.